Event description:
It was reported that the patient underwent a second revision procedure one year post implantation due to recurrent instability. During the revision, the it band was found partially resorbed and scarred over with no posterior soft tissue structures attached to the femur. The initial cup was replaced to correct abduction and anteversion, and a constrained liner was placed to compensate for the patient¿s abductor deficiency. The initial stem was left intact; however, mild trunnion corrosion was again noted. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unk vivacet-e liner, 11-104111 item name mlry-hd por fmrl 11x160mm lot # 502860, 11-104111 item name mlry-hd por fmrl 11x160mm lot # 502860. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6: component code: head h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint history review cannot be performed without product identification. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Patient was revised due to recurrent atraumatic dislocation and metallosis. During follow-ups the implants were stable position with no evidence of loosening or fracture. Patient had dislocation later and a reduction was performed and x-rays showed proper alignment. The patient had another dislocation and reduction. Later, the patient has a revision due to the recurrent instability and dislocation. During revision, the it band was seen partially resorbed and scarred. Minimal trunnion corrosion noted. Acetabular component had significant abduction and anteversion, poor periacetabular bone stock. Cup removed with no difficulty, liner was exchanged and exchanged head placed on a clean dry trunnion. Stable range of motion achieved, no further complications. A definitive root cause cannot be determined. Based on the medical record review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.